Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used in mini invasive t ransforaminal lumbar interbody fusion(tlif). It was reported that the knob to hold tubular retractor was loosened. It could not be fastened. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from this product has already been used before.

Manufacturer narrative:
G2: country of origin - republic of korea h3: product analysis: part # 9561524; lot # my23d001 visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw will not engage the knuckle to thread in or out. The handle may have been disassembled during cleaning and assembled incorrectly. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.